Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device touchscreen would not calibrate. During further testing at the service center the device touchscreen responded; however, the keys were out of alignment. A review of the device history at the service center indicated touchscreen fail and button ID invalid errors. Further testing found fluid ingress on the touchscreen, which may have contributed to the customer's report and altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device was noted to be out of calibration. No additional information was provided.